Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy and was not visible when pod was removed, indicating a needle mechanism failure. The pink slide did move forward. It was also reported that personal diabetes manager (pdm) gave an error message that the pod was unable to be used.

Manufacturer narrative:
The device was received not deployed with the needle cap attached to the bottom housing window. The pod was received in the not deployed position due to the needle cap still being attached, however the needle mechanism was noted to have fired into the needle cap. Inspection of the needle mechanism components found them to be in their intended deployed positions after removal of the needle cap. The download data shows that the pod completed both first and second priming sequences in the expected number of pulses and delivered 66 pulses in total before being deactivated. No alarms, timeouts or drive stalls were observed in the download data. The investigation found that because the needle cap was not removed before the start of second prime which caused the needle to not fully deploy during second priming sequence. The pod was able to communicate with the master pdm and an unused pdm during the investigation. Inspection of the pod found no damages or deficiencies that would result in a communication error. The cause of the reported communication error during startup could not be determined.